Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was sent back in segments with some possibly not returned yet. Damage on lead was observed as stylet was extensively twisted at lead tip segment from extraction attempts and terminal pin showed marks from set screw. Additionally, coils on lead conductor were distorted and insulation had unusual cuts. Multiple marks from procedure performed were also noticed. Only the terminal segment of the lead passed continuity test performed as other parts were too difficult to be tested due to lead condition.

Event description:
--

Manufacturer narrative:
(B)(4); additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that during an attempt to electively explant the whole system, this right atrial (ra) lead was stuck near the superior vena cava (svc). The physician decided to surgically abandoned the lead and closed the pocket. Furthermore, the patient was then scheduled for a laser extraction. There was no further information given on this event. This ra lead was no longer in service. No additional adverse patient effects were reported.